Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1, the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter displayed inaccurate results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the issue with the meter started before the second month of use when he obtained alleged inaccurate results on the subject meter as follows: ¿11:53am - 162mg/dl, 11:54am - 169mg/dl, 11:55am - 175mg/dl, 12:23am - 160mg/dl, 12:25am - 154mg/dl, 12:29am - 179mg/dl, 12:37am- 191mg/dl¿. Based on statistical methodology, the calculated difference between these results falls outside lfs¿s precision criteria. The patient manages his diabetes with insulin (self-adjuster). He denied making any changes to his usual diabetes management regimen as a result of obtaining the alleged inaccurate results. He also denied that he developed any symptoms as a result of the alleged issue. He reported that during a doctor¿s office visit on date and time unknown, he obtained advice from his healthcare professional to administer one more unit of humalog insulin for results above 140 mg/dl, and two more units for results above 170 mg/dl. At the time of troubleshooting, the csr noted that the meter¿s unit of measure was set correctly and the blood was from the same, approved sample site. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.